Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. Four puncture holes were observed on the central surface of the port. Upon infusion, a leak was observed from one of the puncture holes on the port surface, while water exited the port stem without issue. Aspiration was attempted but unsuccessful, as water did not fully return into the attached syringe. Therefore, the investigation is confirmed for the reported fluid leak and material puncture/ hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI powerport isp. It was reported that approximately six years post a port placement, the port allegedly found to be leaking. Reportedly after removal, leakage was confirmed from the four holes on the bottom of the port using saline flushing. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the MRI powerport isp and it was reported that six years post port placement, the port allegedly found leaking. Reportedly, the port allegedly found leaking confirmed around the port placement and after removal, leakage was confirmed from the four holes on the bottom of the port using saline flushing. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.